Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. When the arm was tested on an in-house system, it failed normal mode as it triggered and errors 23094, 23069, 23118. When the arm was tested on patient side cart (psc) fixture test platform (pftp), it failed yaw chipencoder virtual absolute (cva) characterization, sensors check, brake release, brake hold and sine cycle with error 23094. When yaw cva printed circuit board (pca) was replaced with golden unit and the arm was re-tested again from pftp, it passed all the required pftp tests. When the original yaw cva pca was re-installed and arm was re-tested from pftp, the arm failed yaw cva characterization and yaw sensors check. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer had multiple 23094 errors on universal surgical manipulator (usm) 1. The customer power cycled the system and error persisted. The technical support engineer (tse) reviewed the log for multiple occurrences of error 23094 on usm 1 axis 1. The customer had disabled usm 1 and continued with a three usm setup. The procedure was completed with no reported injury.